Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. No treatment information was provided.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause an improper insertion of the cannula. Thus, a root cause could not be determined for the reported improper insertion. Additionally, the exposed portion of the soft cannula was observed to be stretched and flatten. The overall length of the soft cannula measured 1.202", which is beyond specification. Despite the damage observed on the soft cannula, fluid was still able to flow through and complete its intended fluid path via the distal tip of the soft cannula. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.